Event description:
It was reported, pt had a pump replacement. Pt and physician had discussed the options and pt had elected a pump replacement due to the size of current pump and discomfort associated with the size of the 40cc pump. It was noted good pain management with current and past pump. It was later reported that 25mg/cc dilaudid with 25ug/cc. Ten mg/day was being used in pt's pump. Physician's office stated pt had recovered from replacement and was doing well. Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4).